Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. The patient's pump went empty 2 weeks prior to (B)(6) 2018. The hcp wanted to change the concentration from 2000mcg/ml to 500m cg/ml. The patient went into withdrawal. On (B)(6) 2018, they filled the pump and started the patient up on 50 mcg/day and filled the catheter. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the withdrawal had been resolved. There were no further complications reported at this time.

Manufacturer narrative:
A5b - new information was reported. B2 - outcome of hospitalization is in addition to previously reported outcomes. B3 - new information reported an earlier event date than previously reported. H6 - patient codes are in addition to previously reported patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics. The patient had a history of multiple sclerosis prior to the use of lioresal. It was reported that the patient was using lioresal 500mcg/ml. She was at a facility that did not refill pumps. The patient was out for more than 2 weeks when she got to the current hcp's facility on 2018-(B)(6). The pump was empty on 2018-(B)(6). On 2018-(B)(6), the patient had altered mental status and fever. Meningitis was negative. The patient was hospitalized. There were no further complications reported at this time.